Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was relieved and it was reported the device was discarded on accident. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#:(B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(4), ubd: 17-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). Fever and signs of infection were reported. The cause was provided as poor care from facility the patient lived in. Removal of the lead explant was to occur on (B)(6) 2019. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.